Event description:
It was reported the patient had an underlying junctional rhythm with a rate of 30 beats per minute. There was intermittent breakdown of the device with a reset. It was impossible to interrogate the device and the EKG at that time noting a rate of 60 beats per minute with a mix of the patient's underlying junctional rhythm and stimulation. The device was explanted and replaced. No patient complications were reported as a result of this event and the patient is reported to be fine.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: analysis of the device found fractured battery bond wires.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient had an underlying junctional rhythm, with a rate of 30 beats per minute. There was intermittent breakdown of the device, with a reset. It was impossible to interrogate the device, and the EKG at that time noted a rate of 60 beats per minute, with a mix of the patient's underlying junctional rhythm and stimulation. The device was explanted and replaced. No patient complications were reported as a result of this event, and the patient was reported to be fine following the replacement procedure.